Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2012-06678, 2210968-2012-06680, 2210968-2012-06681, 2210968-2012-06682, 2210968-2012-06683 and 2210968-2012-06684. The same patient is represented in each medwatch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic assisted myomectomy procedure on (B)(6) 2012. The tissue was calcified with eleven fibroids. During the procedure, the handpieces were jamming. They advanced very slowly, they were not cutting well, there was a clicking noise and the blades rotated on and off. Another motor drive unit was tried, but the same problem occurred. The first motor drive unit was used again. The speed setting was lowered for greater torque and cutting efficiency and the seventh handpiece was able to cut the fibroid better with this setting. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cause of reported symptom was due to the cpc connector.